Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID: 978a128; lot#: va29bx3; implanted: (B)(6) 2021; product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 02-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the device was initially implanted on their right side, however the lead came through the skin so the doctor moved the battery and lead to the left side. Patient first started to notice the issue about 6 weeks after implant.